Event description:
(B)(4). Cramping and bleeding for weeks after surgery. More intense pms symptoms (cramps, mood swings, bleeding, etc) since 2007. Device is being removed in 2017 (insurance does not cover "elective surgery" no matter the complications necessitating it) resulting in an additional (B)(6) medical expense.